Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "leak in iab circuit alarm" issue. The customer pumped the unit with trainer and test balloon for 3 days with no leak alarms. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm during use on a patient. No patient harm, serious injury or adverse event was reported.